Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer stated she changed the battery but it remained blank. Blood glucose value is unknown. The customer stated that the insulin pump has a crack on the right corner. Customer did not know the cause of the damage. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.